Event description:
Three pump failures within the last 2 weeks. It gave the readout/alarm that indicated failure at 2:30 am. The next day, the pump was restarted and the pump readout indicated that it was delivering insulin to the user. However, since the pump was not installed on the user, the insulin should have come out thru the needle which it did not. Yet the pump said that it was delivering. Rptr said that the company sends out replacement very quickly after they call them and tell them that the pump failed. This last time the pump failed, the pump was replaced with a paradigm minimed 512 pump which seems to be working well.